Manufacturer narrative:
Corrected information: further analysis determined that the small tear noticed in the seal material of the sutureless connector near the guide ring was not significant to the catheter¿s in-vivo performance.

Event description:
It was reported that during a routine pump replacement procedure, the physician chose to replace the current catheter's connector with a sutureless connector. Upon attaching the new connector to the pump, the physician stated the white silicone was pulling away from the inner metal piece. The physician then struggled to remove the connector and could not easily do so. It was noted the connector was more damaged at that point, thus it was replaced with a different sutureless connector. The existing 8709 catheter remained in place. It was noted there was no problem with the catheter; the physician wanted to use the sutureless connector. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: accessory: product ID 8709, lot# j0058231r, implanted: (B)(6) 2001. Product type: catheter. (B)(4). Analysis of the sutureless connector showed various signs of damage. The white silicone boot was pulled back from the titanium housing at its top. There was also damage to all 4 tabs on the connector; the black ovals were shifted slightly out of position clockwise, there was a tool mark on one of the black ovals, and there was evidence of damage to the bottom of one of the retaining ring fingers. After initial photos and other testing were done, the returned connector was attached to a pump in the laboratory and it was noted the connector was difficult to remove. Each retaining ring finger did not seem to pull back evenly when the black oval markings on the white silicone boot were pressed. This anomaly was noted to have been most likely related to the damage previously noted that occurred when the customer attempted to remove the sc connector from the pump implanted in the patient. Finally, a small tear was noticed in the seal material of the sc connector near its guide ring.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.